Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod. The adhesive completely separated from the (arm) causing the cannula to dislodge.